Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that prior to a surgical procedure the blade broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. This report is for the first blade that broke.

Event description:
It was reported that prior to a surgical procedure the blade broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.this report is for the first blade that broke.

Manufacturer narrative:
H3 & h6: the associated handpiece saw 7206000000 sn (B)(6) was returned and evaluated. Investigation results indicate that the blade broke due to a bearing issue with the associated handpiece saw. The quality investigation is complete. H3 other text : associate handpiece was returned and evaluated.